Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis confirmed the customer reported complaint. The instrument was found that the grip cable at the distal idler pulley was broken. The distal idler pulley spun freely and did not exhibit any damage. Evaluation also found that the instrument's pitch cable at the distal clevis hub was broken. The broken cable segment that contains the crimp was missing from the clevis. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. On (B)(6) 2015, intuitive surgical, inc. (Isi) followed up with the site's robotics coordinator who initially reported this complaint regarding the missing pitch cable crimp. According to the robotics coordinator, there was no report by the surgical staff that any patient has returned to the hospital due to retaining any piece from the reported instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable and missing pitch cable crimp, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, it was observed that the cables on the mega needle driver instrument were broken and it was subsequently not used on the patient. There was no report of any patient harm, adverse outcome or injury involving the reported instrument and there was no report that any fragments from the instrument fell into the patient during a surgical procedure.